Event description:
It was reported that this anchor broke during insertion. It was noted that the surgeon was not using added forces and "followed the instructions not predrilling". The broken portion of the screw remains in the pt. It was confirmed the break to be between the eyelet and the threaded portion of the anchor. Threaded portion remains imbedded in the pt's bone. The eyelet portion was removed with the inserter. Surgeon abraded the bone for site preparation. The surgeon did not pre-drill as stated in the IFU. Bone quality of the pt was stated as being "normal". Normal bone for a pt of that age would be considered relatively hard bone. It is unknown how long of a delay was experienced to the slap lesion left shoulder procedure however, a "significant" delay was n ot experienced. There were no pt injuries or procedural complications as a result.